Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected frozen display noted during testing. The device had cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip. (B)(4).

Event description:
Customer's parent reported via phone call, the insulin pump was frozen. Customer's blood glucose was 190 mg/dl. Customer's parent stated the time advanced. The device had scrolled through the setting and was unable to get it to function correctly. Customer's parent didn't recall any significant event which may have caused the keypad. Customer's parent was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's parent agreed to return the device for further analysis.